Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer is seeing the alarms, but not hearing the sounds at the philips patient information center ix (pic ix); volume was set at level 10. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
The complaint was escalated for technical investigation. Based on the information available and the testing conducted, the cause of the reported problem was hardware related. The reported problem was confirmed. The hardware part was not confirmed, as multiple attempts for confirming information on the hardware component affected went unanswered. A philips remote service engineer (rse) provided their analysis findings, however was unable to confirm the final disposition of the device because the customer biomedical engineer took over the replacement of the hardware. The investigation concludes that no further action is required at this time.